Event description:
The complainant reported that following transfer to the intensive care unit, a hematoma was noted at the right femoral impella cp site. Pressure was held at the site and femostop was placed to manage the condition. The patient received one unit of red blood cells and multiple albumin to replace the lost volume. The following day, the patient's lower extremities were dusky and mottled. The decision was subsequently made to escalate to impella 5.5 support with veno-venous extracorporeal membrane oxygenation. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿